Event description:
Olympus was informed that during a therapeutic trans-urethral resection of the prostate (turp) procedure, the tip of the device broke off inside the patient. The surgeon retrieved the broken tip from the patient with an electrode loop and irrigated the bladder. The intended procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported incident could not be conclusively determined at this time. If additional info becomes available at a later time, a supplemental report will be submitted.